Event description:
It was reported that the left ventricular (lv) lead was experiencing high thresholds and would not capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 6935, implantable tachy lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).